Event description:
It was reported that the catheter hub detached in patient chest. The drainage catheter was attached to the patient's chest. A 8.3/25 expel drainage catheter was selected for use. The device was inserted in the morning; however, in the afternoon, it was noted that the body of the drainage catheter was detached from the hub. Consequently, the broken catheter was doubled clamp with artery forceps. Then, the operators put in a wire and removed the device over the wire and inserted a skater catheter. The procedure was completed with a different device. No further patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The catheter was detached from hub section; moreover, the flare of the extrusion was found attached to the hub section, it is evidence that the manufacturing process was properly performed. Additionally, the shaft was received with a suture knob and residues were noted along the device. The catheter returned detached shows evidence of adhesive in the proximal section; this shows a correct manufacturing process. Pictures were attached to the complaint and shown the catheter detached from hub section.

Event description:
It was reported that the catheter hub detached in patient chest. The drainage catheter was attached to the patient's chest. A 8.3/25 expel drainage catheter was selected for use. The device was inserted in the morning; however, in the afternoon, it was noted that the body of the drainage catheter was detached from the hub. Consequently, the broken catheter was doubled clamp with artery forceps. Then, the operators put in a wire and removed the device over the wire and inserted a skater catheter. The procedure was completed with a different device. No further patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The catheter was detached from hub section; moreover, the flare of the extrusion was found attached to the hub section, it is evidence that the manufacturing process was properly performed. Additionally, the shaft was received with a suture knob and residues were noted along the device. The catheter returned detached shows evidence of adhesive in the proximal section; this shows a correct manufacturing process. Pictures were attached to the complaint and shown the catheter detached from hub section.

Event description:
It was reported that the catheter hub detached in patient chest. The drainage catheter was attached to the patient's chest. A 8.3/25 expel drainage catheter was selected for use. The device was inserted in the morning; however, in the afternoon, it was noted that the body of the drainage catheter was detached from the hub. Consequently, the broken catheter was doubled clamp with artery forceps. Then, the operators put in a wire and removed the device over the wire and inserted a skater catheter. The procedure was completed with a different device. No further patient complications were reported and the patient was stable post procedure. It was further that the patient was being intubated at the time of the hub detachment.